Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported he was suffering from rainbow glare at six weeks post lasik procedure. Patient indicated this particular side effect was not disclosed to him as a potential side effect of the procedure and is very disabling condition. Patient indicated he is seeking all research done on the rainbow glare subject, patient outcomes, clinical studies to better understand what happened and why. In addition what can be done now to reconcile this incredibly disabling condition. Patient has refused to provide any additional information. The patient was requested to follow up with his healthcare provider.

Manufacturer narrative:
Complaint received via literature report: literature reported a patient presented with rainbow glare. No serial number, and no patient file were provided. No further investigation is possible. Without further information the root cause of the reported event cannot be determined conclusively. (B)(4).